Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The pump was in good condition, there was no apparent contamination. Event history log (ehl) showed: check syringe plunger sensor error. The reported problem was found at power up process; the left flipper on the left plunger was touching the top of the ear clip when plunger assembly was pushed all the way in. The cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed power up process and all functional tests passed.

Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.